Event description:
The customer reported that the transmitter was not blinking when he connected it to the sensor. The customer's blood glucose was 162 mg/dl. Advised customer to perform star new sensor. Nothing further reported.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used sensors and performed bicarbonate buffer test per dop114-830. 1 of 2 sensors failed for low readings 1 remaining sensor passed per spec. With accurate readings.